Event description:
According to the reporter, during robotic colorectal procedure, the reload was articulated and it was blocked. It was not blocked on tissue. They had to remove the trocar to get the handle with the reload out of the patient. They switched to another handle and used another reload. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.